Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller during change of flow alarms showed controller failure. An elective controller exchange was performed and it was stated that there were no effect on patient and patient was doing fine. No additional information available.

Manufacturer narrative:
The reported event of a controller fault alarm was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail on august 30, 2016 at 09:14:21. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately were lost, and resulted in the inability of the controller to estimate flow. Analysis revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.